Event description:
It was reported that the console presented low output mode during its use. Boston scientific has been unable to obtain additional information regarding the patient and procedure outcome to date, despite good faith efforts.

Manufacturer narrative:
Date of event the exact date of the event is unknown, estimated.